Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure, when introducing another manufacturer's stent using the cook sheath, tightness and difficulty tracking occurred. As a result, the stent was removed and while doing so the stent came off its balloon and lodged in the sheath. Attempts to flush the sheath were unsuccessful, resulting in the other manufacturer's stent being pushed out of the end of the dilator. Another stent was used to complete the procedure. It was identified that dissection of the check-flo body found that the silicon check-flo disc was not slit properly. The slit did not span the width of the disc leading to the conclusion that the silicone disk was not properly slit at the manufacturer's facility.